Event description:
From staff: the earmuffs that we use for the hearing screen the sticky part is extremely sticky and is very difficult to get off the patient. We used wet wipes to help take it off from the skin. Patient had a red ring around his right ear.